Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No unexpected no delivery alarm or motor displacement test anomaly was noted. The pump functioned properly. The motor was tested outside of the device and it passed. The pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and low reservoir. The alarms recurred. The displacement test passed. The piston did not reach the end of the reservoir chamber. It stopped before reaching the end. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.